Manufacturer narrative:
This supplemental report is being submitted to report the correction of MFR report #8010047-2020-08902. This event was reported as adverse event in the previous report, but additional information provided by the user facility suggests no patient infection occurred. Therefore, this follow-up report is being submitted to correct the previous report and the reported event is categorized as product problem. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc for evaluation. Multiple deviations were observed during reprocessing procedure review at the site: a staff used a third-party brush instead of the equipment stated in olympus guideline. The staff did not properly brush the distal end, the all part of the forceps elevator, the channel ports and the cylinders. The staff did not move the forceps elevator in detergent solution. The staff did not aspirate detergent solution into the instrument channel and also not flush into the air/ water channel. Olympus trained the reprocessing the staff. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user facility reported that this device tested positive for oral flora (3 cfu) as a result of microbiological testing the initial follow-up indicates that this event involved patient(s), but it is not sure if it was patient infection. On-site visit will be scheduled for further investigation. Other detailed information such as the reprocessing method was not provided.